Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. No intervention was performed. No adverse consequences occurred to the patient. The patient would be monitored.